Manufacturer narrative:
The agent reported patient fell in walmart and stretched her posterior knee capsule and required a thicker spacer. 68 yr old female. Complaint has been evaluated and is similar to report number 1644408-2023-00304; 341-10-710, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to fall lower body.